Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 799 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The device passed the prime and self tests, but there was no tubing clamp for the high pressure test. The caller stated that the patient has the clamp at home, and will call back to conduct the test when she gets home. Nothing further was reported.